Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable stimulation. It was also reported that the ipg was flipping in the pocket causing difficulty charging. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.